Event description:
Covidien rec'd report of communications loss. Malfunction did not occur during patient use. Covidien customer service engineer (cse) did not duplicate the customer reported complaint. Ventilator passed self-testing.

Manufacturer narrative:
(B)(4).